Manufacturer narrative:
The hvad is used for treatment not diagnosis. During a thoracotomy implant, the surgeon noted that it was difficult to insert the pump into the sewing ring resulting in a dislodged o-ring. Additionally, it was reported that the pump failed the pre-implant west test. There was no reported patient injury as a result of these events. The pump was returned to the manufacturer for evaluation of the two events reported. Visual inspection of the o-ring indicated cuts, scrapes, and some peeling on the surface of the o-ring. These features are characteristic of installation damage. The most probable root cause for the reported o-ring damage is user error during implant and variation in the sewing ring gap leading to difficulty when inserting the o-ring into the sewing ring. The pump passed all dimensional and functional testing. A possible root cause for the reported "wet test failure" may be attributed to user error, likely due to unclear instructions/deviations from the IFU during the pre-implant wet test. Heartware has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use advises: insert the inflow cannula into the ventricle. Ensure that the hvad® pump housing is flush with the sewing ring housing. Use the sewing ring wrench to tighten the sewing ring's screw around the hvad® pump inflow conduit. Use the wrench to tighten the screw until an audible "click" is heard. Warning! Do not over-loosen the sewing ring's screw or it may fall off the sewing ring and be lost in the sterile field. Verify no blood or air leakage around the sewing ring. Add reinforced pledgeted sutures as needed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported that the surgeon had difficulty implanting the pump into the sewing ring. On the surgeon's third attempt the silicone ring on the inflow cannula dislodged. The pump was implanted via a sternotomy approach. The pump was also said to have high flows greater than 10 l/minute during the first wet test. The wet test was repeated and the flows started at 8 l/minute and dropped to 6.5 l/minute with the power remaining normal. It was decided to discard the pump and implant a different device after the silicone ring was found to be dislodged. The discarded pump was returned to the manufacturer for evaluation.